Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation auto device was returned to the third-party service center as part of the recall process with no initial complaint. There was no report of patient harm or injury. The device was evaluated by the service center. The internal part of the device was inspected visually and corroded power connector was found along with dust/dirt contaminations as secondary findings. The device has been found unusable and was scrapped on customer's request.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto. The device was returned to a third party service center. The internal part of the device was inspected visually and corroded power connector was found along with dust/dirt contaminations as secondary findings. The device has been found unusable and was scrapped on customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.